Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset information and helped in resetting the pump; the malfunction code did not recur, allowing the customer to continue using the pump with guidance to call back if issues reoccurred.